Event description:
The device was returned from the user facility with a complaint of a "rear case/lithium battery problem", which was found during preventative maintenance testing. During initial MFR testing, it was found that the motor shaft extension was missing, which resulted in nondelivery. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.